Manufacturer narrative:
The field service representative was unable to determine a cause and could not reproduce the issue. He replaced the pipetting valves and rotor sensor. To verify the analyzer performance, diagnostic checks and qc were performed.

Event description:
The user states they had an incident of a discrepant creatinine result for one patient sample. The initial result was 1.96 mg per dl. The user did not believe the result correlated with the bun results, so she repeated testing three times with results of 1.12, 1.11 and 1.13 mg per dl. No other patient results were affected. The user reported the result of 1.12 mg per dl.